Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient who made a mistake/touch contamination and peritonitis with culture positive for staph epidermidis coagulase neg. Staph coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy but was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd883082 with no exceptions observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.